Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the catheter broke out and had to be snared for removal. The procedure was completed with another of the same device. There were no patient complications.